Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were unresponsive and requiring more than 1 press to function. The blood glucose was unknown. The customer stated that insulin pump had no delivery alarm and insulin pump rejected the new battery. The device will not be returned for the analysis.